Event description:
A customer reported to baxter corporate product surveillance a secondary medication set that was connected to primary continu-flo solution set. The drug being infused through the secondary set was tygacil in a "mini-bag plus piggyback". According to the report, the "piggyback retrograde infused into the primary; which was a liter of normal saline." Customer did confirm that the hanger was in a fully extended position and that they primed the primary tubing appropriately; inverting and tapping the check valve. The infusion was being set up by a student nurse. The patient was on the spectrum infusion pump. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual and functional tests were performed. The returned sample primed and flowed normally with no back flow noted. There were no other obvious visual defects noted. Because the reported problem was not replicated, the complaint will not be confirmed. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.